Manufacturer narrative:
(B)(4).

Event description:
This was a case to treat a peripheral lesion with a spectranetics turbo elite 2.0 catheter. The catheter was not able to cross the distal portion of the lesion that was extremely calcified. After withdrawing the catheter, it was noticed that a crack was in the side of the fiber midway between tip and hub. No patient harm and no significant delay in treatment was encountered.

Manufacturer narrative:
Device evaluation; the complaint was confirmed with exposed fibers along the working length of the catheter. There is no indication of a manufacturing error leading this event, but is most likely the result of heavy use on an extremely calcified lesion. Proximal to the melted jacket the jacket also showed signs of bunching. The complaint narrative indicates the lesion was difficult and highly calcified. Most likely the catheter was kinked due heavy use on this lesion breaking fibers leading to the melted jacket.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.